Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported tower 240v in the field, the associated device logs and provided images. Two images were received for evaluation. One image depicted an error message regarding arm cart assembly 3 and arm cart assembly 4 stating, "warning: arm error. Remove the instrument, unplug and reconnect the arm. If the error occurs again, stop using the arm and contact medtronic technical support.". One image depicted the configuration of the arm carts on the screen. Review of the field service notes indicated that a system restart resolved the issue. After the restart, the tower operated normally and no additional issues were observed. Evaluation of the logs indicated that after the arm carts were calibrated and before the instruments were attached, the system exper ienced a non-recoverable error due to a communication loss between the central safety monitor and the error counting software component. As a result, the arm carts were placed into a soft-stop state, in which manual control remained available for tele-operation was not permitted. An error code was noted which is consistent with the communication loss and soft-stop condition. Evaluation of the tower 240v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a communication loss between the central safety monitor and the error bridge. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, all four arms showed communication errors on the tower. The error message went away on its ow n, but when the surgery began, all four arms could not be operated and were not recognized on the tower, despite all instruments being recognized. First the surgeon console was restarted, but the issue was not resolved. The entire system was restarted from the tower, which resolved the issue. There was a delay of more than thirty minutes due to the issue with the patient under anesthesia. There was no patient injury.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported tower 240v. Review of the field service notes indicates that a system restart resolved the issue. After the restart, the system operated normally. Review of the provided images notes that the first picture shows the following error message for arm 3 <(>&<)> arm 4: "warning: arm error. Remove the instrument, unplug and reconnect the arm. If the error occurs again, stop using the arm and contact medtronic technical support.". The second picture shows the arm's configuration screen. Further evaluation of the reported tower 240v is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, all four arms showed communication errors on the tower. The error message went away on its ow n, but when the surgery began, all four arms could not be operated and were not recognized on the tower, despite all instruments being recognized. First the surgeon console was restarted, but the issue was not resolved. The entire system was restarted from the tower, which resolved the issue. There was a delay of more than 30 minutes due to the issue with the patient under anesthesia. There was no patient injury.